Event description:
The customer reported that the camera cable was kinked at the emerging point and the image flickered when shaking the camera cable, and then image was lost. No patient or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the reported image issue due to a defective cable unit. The cable had some knots which caused the image to flicker. The switch (sw) stage was found to be deformed, and the remote switches were dirty. The ac plate and au-ring was discolored. The f-ring was found dirty, and the coupler was corroded and stuck with coupler mount, which was recommended to be replaced. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image disappears most likely due a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. - never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. - never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.¿ olympus will continue to monitor field performance for this device.